Event description:
It was reported that the communicator displayed a red call doctor icon, and review of remote monitoring data revealed high out-of-range pace impedance measurements greater than 3,000 ohms on this right ventricular (rv) lead. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported this pacemaker system was programmed to aair due to right ventricular (rv) lead noise and out-of-range pace impedance measurements. Review of remote monitoring data revealed the device rv paced 6%. Technical services (ts) discussed troubleshooting options and programming considerations, such as programming off rv daily measurements. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the communicator displayed a red call doctor icon, and review of remote monitoring data revealed high out-of-range pace impedance measurements greater than 3,000 ohms on this right ventricular (rv) lead. This rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to h6: impact code f23/ unexpected medical intervention added due to updating pacemaker programming to air. Correction to h1; updated report type from malfunction to serious injury.

Event description:
It was reported that the communicator displayed a red call doctor icon, and review of remote monitoring data revealed high out-of-range pace impedance measurements greater than 3,000 ohms on this right ventricular (rv) lead. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported this pacemaker system was programmed to air due to right ventricular (rv) lead noise and out-of-range pace impedance measurements. Review of remote monitoring data revealed the device rv paced 6%. Technical services (ts) discussed troubleshooting options and programming considerations, such as programming off rv daily measurements. This rv lead remains in service. No adverse patient effects were reported.